Manufacturer narrative:
E1 patient city: (B)(4). Patient country:israel.

Event description:
Reference number (B)(4). Event occurred in israel . On 02-july-2024, it was reported that the patient was hospitalized for 3 days due to high blood glucose and diabetic coma. Patient's blood glucose level was found to 360mg/dl. No further information available